Manufacturer narrative:
The family member claimed that the home health agency was not performing dressing changes correctly and that this allegedly may have been a cause or contribution to the reported complications. It cannot be determined that the alleged infection is related to v.a.c. Therapy. There have been several attempts made to gather add'l info, but there has been no response. Kci has not been able to obtain sufficient info to establish a root cause. No add'l info is available. On (B)(4) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, the device was returned to kci for eval. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit. Device history reviews of the v.a.c. Granufoam dressing (lot number 223872) and v.a.c. Whitefoam dressing (lot number wf12033/1) did not identify any nonconformances in the mfg of these lots related to this event. All end release testing of product and packaging performance met specifications.

Event description:
On (B)(6) 2013, the following info was reported to kci by the patient's family member: on (B)(6) 2013, the patient was admitted to the hosp for a sacral wound infection while on v.a.c. Therapy. The patient was placed on antibiotic therapy.